Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties and stent dislodgement occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 16mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. During removal the stent was caught on the sheath and dislodged. Another 2.50x16mm synergy stent was advanced but the same thing happened. Both stents were left inside the patient and the procedure was completed with a different device. No complications were reported and the patient status was stable.